Event description:
Device malfunction: device #1 failure to advance knot/cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the knot got wrapped around the foot and could not be advanced. The device was forcefully removed from the patient anatomy. A second proglide device was used and a cuff miss was experienced. Hemostasis was achieved using a starclose device. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Device #2: lot #69014-6h, will be filed under a separate medwatch MFR number. The device was received. Investigation is not complete.